Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. We continue our efforts to follow up with the customer for its return. (B)(4).

Event description:
The intra-aortic balloon (iab) catheter was indicated for a patient with stemi & cardiogenic shock for patient therapy. The iab was inserted smoothly. There was no wave change in arterial wave monitor after operation, but nurses noted repeated gas bubbles on taken samples from balloon lines. The iab was taken out and tested outside patient and after nearly two fills- the machine declares gas leak alarm. A new iab catheter was inserted and worked successfully.

Manufacturer narrative:
09/21/2017 (B)(4): the product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4), record # (B)(4).

Event description:
The intra-aortic balloon (iab) catheter was indicated for a patient with stemi & cardiogenic shock for patient therapy. The iab was inserted smoothly. There was no wave change in arterial wave monitor after operation, but nurses noted repeated gas bubbles on taken samples from balloon lines. The iab was taken out and tested outside patient and after nearly two fills- the machine declares gas leak alarm. A new iab catheter was inserted and worked successfully.

Manufacturer narrative:
10/04/2017 (B)(4): the iab was returned with the membrane completely unfolded. No blood was visible on catheter. The extender and pressure tubing was also returned. The technician was able to successfully aspirate/flush the inner lumen. The technician attempted to a laboratory 0.025¿ guide wire through the inner lumen and was able to successfully insert the guide wire. No obstructions were felt. As a result, we were unable to confirm the reported ¿difficulty to monitor arterial waveform¿. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, extender and pressure tubing was performed and one leak was detected on the membrane approximately 25.9cm from the rear seal measuring 0.013cm in length. The penetration found on the membrane appears to have been caused by a sharp object. Though we are unable to determine when the penetration may have occurred, it is likely that it caused the reported leak alarm. The evaluation confirmed the reported problem. We are unable to determine when this may have occurred. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4); record # (B)(4).

Event description:
The intra-aortic balloon (iab) catheter was indicated for a patient with stemi & cardiogenic shock for patient therapy. The iab was inserted smoothly. There was no wave change in arterial wave monitor after operation, but nurses noted repeated gas bubbles on taken samples from balloon lines. The iab was taken out and tested outside patient and after nearly two fills- the machine declares gas leak alarm. A new iab catheter was inserted and worked successfully.

Manufacturer narrative:
(B)(4). Although good faith efforts have been attempted to retrieve the device, the device was not returned by the customer and so could not be evaluated. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint # (B)(4), record # (B)(4).

Event description:
The intra-aortic balloon (iab) catheter was indicated for a patient with stemi & cardiogenic shock for patient therapy. The iab was inserted smoothly. There was no wave change in arterial wave monitor after operation, but nurses noted repeated gas bubbles on taken samples from balloon lines. The iab was taken out and tested outside patient and after nearly two fills- the machine declares gas leak alarm. A new iab catheter was inserted and worked successfully.